Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, lower abdominal pain, chickenpox, vision abnormal, speech disorder, facial droop, heartburn and sickness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("bleeding (irregular menses)"), vaginal discharge ("irregular vaginal discharge"), autoimmune disorder ("autoimmune-like symptoms/ auto autoimmune disorder"), migraine ("migraines/headaches"), arthritis ("arthritis"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety") and occipital neuralgia ("occipital neuralgia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular, vaginal discharge, autoimmune disorder, migraine, arthritis, alopecia, dysgeusia, anxiety and occipital neuralgia outcome was unknown. The reporter considered alopecia, anxiety, arthritis, autoimmune disorder, dysgeusia, menstruation irregular, migraine, occipital neuralgia, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, headache, metallic taste, irregular periods, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, lower abdominal pain, chickenpox, vision abnormal, speech disorder, facial droop, heartburn and sickness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("bleeding (irregular menses)"), vaginal discharge ("irregular vaginal discharge"), autoimmune disorder ("autoimmune-like symptoms/ auto autoimmune disorder"), migraine ("migraines/headaches"), arthritis ("arthritis"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety") and occipital neuralgia ("occipital neuralgia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular, vaginal discharge, autoimmune disorder, migraine, arthritis, alopecia, dysgeusia, anxiety and occipital neuralgia outcome was unknown. The reporter considered alopecia, anxiety, arthritis, autoimmune disorder, dysgeusia, menstruation irregular, migraine, occipital neuralgia, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, headache, metallic taste, irregular periods, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.